Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported an on going issue of the set separating at the connection of the extension sets. The user tightens all the connections prior to use, primes the set and while the set is in use on a patient, it separates at the male/female luer connection in the middle of the set resulting in leakage. The connection is re-secured and the operating room (or) case continues. No patient harm reported and no specific patient event provided.